Manufacturer narrative:
(B) (4). Results - evaluation for the returned product found that one of the battery contact springs was bent. The bent spring was repaired; afterwards, the alarm powered up correctly and passed all functions tested. (B) (4).

Event description:
Customer claims the alarm unit was tested with new batteries. The green light flashed, but it did not stay on. There was no power and no alarm sound. There was no pt contact.